Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.

Event description:
It was reported that the patient presented at the clinic, and upon interrogation, the right ventricular (rv) lead was found to exhibit high pacing impedance and failure to capture. The rv lead was explanted and successfully replaced. The patient was stable.